Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt as MFR # 8031020-2011-00227.

Event description:
Surgeon used combination reamer, he assembled the lag screw and all screwdriver attachments correctly, however upon insertion the screwdriver disengaged from the lag screw and deformed the head of the lag screw, in turn not allowing the plate to pass down over lag screw, stryker rep recommended using the tap as the pt had very good quality bone, however upon second attempt with a new lag screw after the surgeon had tapped, it made no difference, the lag screw disengaged from the screwdriver again and deformed the head of the lag screw, after removing the screw again we tried with the third lag screw and finally it worked. Also the t handle will not disengage from the lag screw inserter. There was a 2 hour delay in surgery but no medical intervention required.